Event description:
Caller states that a patient reportedly received the following results on a meter, compared to lab results within 10 minutes: 178 mg/dl (compact plus) and 65 mg/dl (lab). No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.